Event description:
I took x-rays (which I saved) of this patient's left ankle. After the case was over, I went to the tech area to send the images to pacs. The patient folder and images were not on the monitor. After the repairman fixed the c-arm the images were not able to be retrieved.